Manufacturer narrative:
Additionally, information as received on (B)(6) 2024 stating that the customer reverted to manual injections after the hospitalization. The customer is in stable condition with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's low cartridge alarm sound was not annunciating. Consequently, the customer had a high blood glucose (bg) level. Bg value not provided. Reportedly, the customer received resuscitation and went into a coma with a cerebral hematoma. No additional information was provided on type of treatment received and current state of patient.

Manufacturer narrative:
Additional information was received on february 2nd, 2024, stating that multiple low insulin alarms and empty cartridge alarms were seen in the pump history. Reportedly, the customer validated the empty cartridge alarm 5 hours after it was received. During troubleshooting, the cartridge was emptied gradually, and alerts and alarms were received along with the alarm sounds.